Manufacturer narrative:
This report is submitted on april 26, 2021.

Event description:
Per the clinic, the patient experienced cellulitis, skin breakdown, and necrosis at the magnet site, and was treated with oral antibiotics and steroids (type and duration not reported). The patient was placed under general anesthetic on (B)(6) 2021, in order to revise the skin. The implanted device remains.